Event description:
The customer reported that the central nurse's station (cns) was freezing and having boot up issues after being rebooted. It loads the window and tries to launch the application, and it reboots. Tech support (ts) had them reboot the unit again; and when the unit booted back up, they got an error with a bunch of characters. They tried to swap the drives, but this unit rebooted again. They removed the original primary and booted with the backup drive in slot one; however, this unit did not boot. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the customer reported that the central nurse's station (cns) was freezing and having boot up issues after being rebooted. It loads the window and tries to launch the application, and it reboots. Tech support (ts) had them reboot the unit again; and when the unit booted back up, they got an error with a bunch of characters. They tried to swap the drives, but this unit rebooted again. They removed the original primary and booted with the backup drive in slot one; however, this unit did not boot. The hdds were replaced to resolve the issue. The customer installed the hdds and the issue was resolved. As the defective hdds contain patient information, they were not returned for evaluation. Investigation conclusion: the hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitor, model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Bedside monitor, model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor, model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor, model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor, model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6501a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6501a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor model: bsm-6501a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was freezing and having boot up issues after being rebooted. It loads the window and tries to launch the application, and it reboots. Tech support (ts) had them reboot the unit again; and when the unit booted back up, they got an error with a bunch of characters. They tried to swap the drives, but this unit rebooted again. They removed the original primary and booted with the backup drive in slot one; however, this unit did not boot. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6301a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6501a, sn: (B)(6). Unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6501a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Bedside monitor: model: bsm-6501a, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The customer reported that the central nurse's station (cns) was freezing and having boot up issues after being rebooted. It loads the window and tries to launch the application, and it reboots. Tech support (ts) had them reboot the unit again; and when the unit booted back up, they got an error with a bunch of characters. They tried to swap the drives, but this unit rebooted again. They removed the original primary and booted with the backup drive in slot one; however, this unit did not boot. No patient harm was reported.